Event description:
Pt underwent initial breast implantation in 1982. These were replaced in 1989 because of severe capsular contractures. Pt began experiencing systemic symptoms including rash, arthralgia and myalgia necessitating removal.